Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
The consumer reported that their implant battery would not charge completely full. It was reported that they charged for 4 hours today and had all 8 coupling boxes but their implantable neurostimulator (ins) did not charge completely full. The patient reported that their ins was half full when they started charging. The patient refused to troubleshoot during the call and insisted there was something wrong with the antenna. Typical charging time was reviewed with the patient and that the implantable neurostimulator recharger (insr) seemed to be working as intended. There was a report of an infection. The patient reported that they went to their follow up appointment where they were not able to do any troubleshooting with the insr because they had swelling and an infection. It was reported that they had a really hard time lining up the antenna to get more than 2 bars. The patient was reporting that they were having some issues with their insr antenna. Relevant medical history includes spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger.

Event description:
The consumer reported that the replacement antenna partly resolved the difficulty charging the stimulator to full. The pain physician told the patient that the battery was put in so deep and that was the reason the patient had problems but the new antenna was better. Steps taken to resolve the infection was reported to be antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.